Event description:
It was reported that the surgeon experienced a corneal wound burn while doing cataract surgery on a patient with a dense lens. The johnson and johnson representative checked the customer¿s machine/event log, and nothing looked out of the ordinary. The surgeon confirmed that the corneal tissue that is part of, adjacent to the incision had a thermal injury, was burned, and therefore would not seal on its own which required five (5) sutures to close. The surgery successfully completed, and no other medical or surgical interventions were indicated. The surgeon has been using the healon 5 for years, sometime for the patients with dense cataracts. He stated this is the first time this has happened to him in many years. Because this was a dense lens case, the surgeon used healon 5 and while he was in sculpt mode, he noticed some ¿milk¿; ultrasound generates micro bubbles and they make the fluid look milky. This is usually not seen though because the fluid is being aspirated.  It is likely that there was enough of the healon 5 inside the phaco tip that was not aspirated enough, therefore allowing the blockage fluid flow, which serves to cool the phaco tip as ultrasound is generated and protects the adjacent corneal tissue. On (B)(6) 2023 the doctor saw the patient and she was doing well. Incision is sealed and patient seeing 20/40. There is no product to return. No further information was provided.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6, medical device problem code, added code 1094 complete blockage. Additional information: additional information received from the surgeon indicated that the patient was seen last on (B)(6) 2023, and was doing well. The residual acuity was 2100, with pinhole was 20/40, pressure was 14, well felt with sutures. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.